Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Test strip UDI#: (B)(4).

Event description:
Consumer reported complaint for low blood glucose results. The expected fasting blood glucose test result range is 100 to 200mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 08/17/2018 and open vial date is approximately one week ago. The meter memory was reviewed for previous test result history: the 89mg/dl (B)(6) 2017 06:01 pm fasting: yes, 94mg/dl (B)(6) 2017 02:52 pm fasting: yes, 86mg/dl (B)(6) 2017 09:28 am fasting: yes, 124 mg/dl (B)(6) 2017 03:56 pm fasting: yes.